Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. High voltage (hv) lead impedance testing was performed. No additional intervention was reported. The patient was in stable condition.

Event description:
New information received notes that no further intervention was performed and the issue resolved by itself.